Manufacturer narrative:
Pump passed the functional tests, including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.0872 inches. Successfully downloaded history files and traces using thump. In further full review of the pump history on the event date of [21-feb-2025] unable to find bolus daily delivery total and basal daily delivery total. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The test p-cap does lock in place in the reservoir compartment. Pump received with scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case on the battery tube side, broken battery tube threads, cracked case, and battery cap contact missing. Alleged cosmetic damage was confirmed where cracked case on the battery tube side, broken battery tube threads, cracked case, and battery cap contact missing was noted. Battery cap contact damage confirmed where battery cap contact missing was noted. Unable to verify customer alleged for low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia reported with change sensor, difference between sensor glucose and blood glucose, battery cap damage, battery cap contacts damaged, damage on cracked battery compartment threads. The customer reported blood glucose value of 47 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-332a, mmt-7040a, mmt-1884, unomedical. Troubleshooting was performed and the customer did not take medication such as acetaminophen, paracetamol, or hydroxyurea (also known as hydroxycarbamide). The sensor glucose reading was 70 mg/dl and blood glucose was 47 mg/dl and the difference between sensor glucose and blood glucose was not within range. Explained sensor may have no longer been responding to glucose changes. The customer has not been using the insulin pump system within 48 hours of the reported low blood glucose event. It was unknown whether the customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-332a. Product return requested for mmt-7040a. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.